Event description:
Medwatch indicated: the tip of the synthes box curette broke. The tip of the synthes box curette was removed from the surgical site. Device was substituted with a new synthes box curette, and procedure was completed without further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. No device history review or investigation could be performed, because no lot number was reported and the sample was not returned for evaluation.